Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 580-581 mg/dl with trace ketones. The customer delivered a correction bolus to address the elevated bgs. The cause of the reported issue was due to normal battery depletion and subsequently, the pump turned off. Once the pump was powered on, the customer noticed that the pump had a different language. Tandem technical support assisted customer in performing a pump reset to resolve the issue. The customer was able to revert to original language.